Manufacturer narrative:
Steris service technicians arrived onsite to inspect the lighting system. They confirmed the suspension arm portions of the lighting system were rusted. They further observed areas around any cover or joint were rusted. The user facility had placed tape over the areas prior to the technician's arrival. The technician's further inspected the lighting system by opening the cover at the light head to adjust the brake as the hospital had mentioned the light was drifting. At this time the technicians observed liquid around the brakes. The technician's replaced the brakes with on hand inventory from the ge biomed personnel. While onsite the technicians observed hospital staff cleaning another lighting system in a different operating room. Hospital staff were taking a wipe out of a bucket of solution and using it to clean the lights. Before wiping down the lights they were not wringing out the wipe. Hospital staff were not following the proper cleaning procedures as outlined in section 6 of the harmony led operator manual. Steris will advise the user facility of the proper cleaning procedures for the surgical light. The lighting system is not under steris service contract and is serviced and maintained by ge biomed.

Event description:
The user facility reported that when hospital staff moved the surgical light paint chips fell on a patient. Contrary to the reported event the paint chips did not fall on the patient. The facility's operating room director and nurse stated the paint chips fell into the sterile area. The user facility could not confirm if a patient was present during the time of the reported event. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician repaired the light and returned it to service; no additional issues have been reported. Steris advised the user facility of the proper cleaning procedures for the surgical light.